Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a zone 9 infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprosthesis. The physician when obtaining access had difficulty advancing the ipsilateral sheath on the right side a 16 fr gore® dryseal flex introducer sheath (dsf). The physician shot a little contrast and massive extravasation was seen. The right common iliac artery (rcia) was torn so immediately a balloon was put up in rcia. Physician switched from the ipsilateral side to the left side and delivered devices all the way down to the right external artery (reia), where the tear initially occurred. This still did not resolve the extravasation so the physician then plugged the rcia and performed an aui. A second gore® excluder® conformable aaa endoprosthesis was then advanced and deployed then we deployed devices all down the left side. The physician then got open groin control and performed a femoral femoral (fem/fem) bypass. The patient had a previous history of an occluded fem pop on the right side. He said when he got in there that the tear not only went proximal, but it went distal as well. The physician reported there was a lot going on with this patient and reports no deficiency of the gore devices. All deployed and performed as expected. Nothing was caused by the devices, he believed it was strictly an access issue with the 16fr dsf on the left side. The patient had a course in hospital wherein she had a high lactic acid level until she passed on friday august 9, 2024. The physician reviewed the patient¿s chart for a cause of death and none was listed. The physician assumes it was cardiac arrest but does not know for certain. The physician also reported that patient anatomy (calcium and thrombus) throughout her anatomy, coupled with the previously placed stent in the aortic bifurcation and left external iliac artery were a factor.

Manufacturer narrative:
B7: patient medical history includes but is not limited to: hypertension, copd, afib, she had a history of the bka, thrombocytopenia, hyperlipidemia? Aortic disease and aortic insufficiency. D10: patient medications include but are not limited to: lyrica. Absent,norco, flonase and vitamin d, pepcide. According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to: blood loss, bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.